Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that the smart device showed a transmitter failed error on (B)(6)2017 . No additional patient or event information is available. Data was returned and evaluated. The reported event of a transmitter failed error was confirmed via data. A root cause could not be determined.